Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and broken his neck in three places and a dislocated elbow and also had abrasions to the body, blood clot in leg, trauma to head on (B)(6) 2017. The customer¿s blood glucose level was unknown. The customer allege pump was under delivering because the doctor stated that the pump had not been delivering any insulin. The displacement test was performed and the results stated that they had no reservoir. The customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance imaging. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.0685 inches. Device received with cracked case at the display window corners, display window and reservoir tube lip. Device received with minor scratched display window and case. Device received with stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.